Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No cracks were noted on the display window. All buttons functioned properly. However, moisture damage was noted on the keypad traces.

Event description:
It is reported that the customer had high blood glucose levels of 183 mg/dl. The mother of the customer reported that one of the buttons of the insulin pump was unresponsive. The mother of the customer further reported that the insulin pump was not allowing bolus delivery. The mother of the customer further reported a crack on the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.